Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-5 to treat lumbar spinal canal stenosis. It was reported that the extenders at left l2 and right l5 slipped from the screw. Set screw placement and final tightening were completed under direct supervision. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: product analysis:visual and microscopic examination of the mas head engagement feature display significant deformation and damage at the top of the retention features. The event description suggests that the extenders may have been fully reduced individually. The surgical technique advises against this, stating ¿it is important to reduce the rod in stages. The complete reduction of one extender without reducing the others will cause the rod to put a strong force on the other extenders, which can cause difficulties when reducing the others. The foregoing deformation of the interface features may have reduced the mechanical strength of the interface, which could contribute to the foregoing event. It is noted that the extenders are a multi-use instrument, and may not have been damaged during the surgery which is referenced in this complaint. Conclusion: the above observations are consistent with overload of the extender mas head engagement features.